Event description:
The mother reported via phone call that the customer would experience high blood glucose while on insulin pump therapy. The mother stated the customer's blood glucose ranged from 300 mg/dl to 600 mg/dl. The mother also reported an incident where the needle became detached from the customer's body and stuck on to another child. The mother declined to return the insulin pump for analysis.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.